Event description:
It was reported that there was oversensing and noise. Both the device and a competitor lead were tested and both seemed to be ok, and the connection seemed ok. The device was explanted and replaced, and the competitor lead was also replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found